Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510(k) as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device compared to a competitor brand meter. The customer indicated they experienced a loss of consciousness, however, no third-party intervention was reported. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a high reading issue with the adc device compared to a competitor brand meter. The customer indicated they experienced a loss of consciousness, however, no third-party intervention was reported. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, however smu test failed. An extended investigation was performed. Visual investigation has been performed on returned sensor and no issue were observed. The returned battery voltage was measured to be within specification range. The smu (source measurement unit) test using connector key was performed once again to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section d4 (expiration date) was incorrectly updated in the initial report. Correction has been made.